Event description:
It was reported that the right ventricular (rv) lead was part of a system explant due to erosion. Culture results showed there was no infection. A new device was successfully implanted in the right thoracic region. There were no additional adverse patient effects reported.